Event description:
It was reported that during a gastrectomy procedure, the device stapled, but did not cut. There was no patient consequence reported. Used a new one to complete the procedure.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out. The returned device was found to be non functional, as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the trigger post were damaged. No functional test could be performed, due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.